Event description:
As reported by the edwards clinical specialist, during the procedure the patient had a right ilio-femoral artery dissection due to a large mass of calcium. The patient underwent a percutaneous transfemoral valve implant procedure via a right femoral artery (rfa) approach. The left system was not used because there was a critical stenosis in the left ilio-femoral artery. The right access site diameter was 7.3mm and per report, the vessel was both mildly calcified and mildly tortuous. The 18f and 20f dilators advanced with success. The 25f dilator was unable to advance. Insertion of a 22f sheath was placed at the level of the common iliac. The sheath and delivery system would not advance past a large mass of calcium in the ilio-femoral artery. Dilatation of the prox common iliac was performed and the advancement of the delivery system through the common iliac was reattempted but was unsuccessful. The vascular surgeon decided to proceed with a right retro-peritoneal cut down to access the common iliac artery. The system was removed and a bypass of the ilio-femeral artery was performed with an 8mm graft. Good right leg perfusion was noted and the patient was in stable condition at the end of the procedure.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by at the site; however, per report, there was no device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the right access site diameter was 7.3mm, however, there was a large mass of calcium in the vessel. Calcification may reduce lumen diameter and limit or prevent transfemoral passage of the valve. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, it appears that vessel characteristics contributed to the reported vessel dissection. No further actions are required at this time.